Event description:
Clinical report states that the patient was revised because of osteolysis.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.